Event description:
It was reported that after insertion of the iab, the pt's blood pressure was decreasing. An x-ray was taken and it was noted that the balloon was not unwrapping and inflating. The iab was removed and replaced without any complications.